Event description:
Pt reports they do not like the mini spike disp pin for their remodulin vials because they leak. No further information, details or dates available. Unknown if pt missed a dose or experienced an adverse event due. Unknown if product is on hand/available for possible return to manufacturer. Product lot number unknown. Unknown if md is aware. Dose/amount: remodulin - 52ng/kg/min. IV remodulin pt via cadd solis pump.